Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6.

Event description:
Patient reported "rupture" confirmed with MRI. Healthcare professional reported "rupture" confirmed with MRI. Healthcare professional reported later via rga "any creases, any creases associated with hole, hole, non-specific, hole in radius (edge), and hole on patch side". This record is for the left side. Device has been explanted and replaced. Device in transit to manufacture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported "rupture" confirmed with MRI. Healthcare professional reported "rupture" confirmed with MRI. Healthcare professional reported later via rga "any creases, any creases associated with hole, hole, non-specific, hole in radius (edge), and hole on patch side". This record is for the left side. Device has been explanted and replaced. Device in transit to manufacture.